Manufacturer narrative:
Patient was revised to address disassociation. The evaluation suggests that the liner may have not been uniformly engaged with the shell. There are indications that the liner was not uniformly engaged with the shell in the area where it appears to have rotated inward causing the ards to fracture from the outer rim. Four of the six anti rotation devices(ard) are fractured. Expected damage to the positive locking barb feature of the liner does appear to be present at the two ard features of the liner that remain intact on the returned sample. This expected damage to the locking barb feature is not found opposite the ards that remain intact. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The femoral head has damage from direct contact with the acetabular cup. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation.